Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right ventricular lead exhibited over-sensing noise and an insulation issue. Programming changes were performed. There were no patient consequences.